Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from a nurse stating a 58 year old male patient with a medical history of diabetes and end stage renal disease had expired. No causal relationship between the event and the device was inferred or suggested. New information was received on (B)(6) 2025 from the nurse stating the patient was found deceased during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on (B)(6) 2025 from the home therapy nurse (htn) who stated per the autopsy report, the cause of death was congestive heart failure. No other details were provided.